Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing were observed on the device. The suspected cause of the event was electromagnetic interference (emi) from the patient's left ventricular assist device (lvad). Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.